Manufacturer narrative:
A meeting was held via teams with hospital and getinge personnel. The meeting was held to have more details about the incident that occurred with the cardiosave hybrid serial (B)(6) equipment in which it was reported that the equipment stopped giving blood pressure data, keeping the graph visible. Engineer indicates that during the procedure a balloon was placed, everything worked except the blood pressure parameter, the operation of the equipment was not affected. She commented that the compatibility of the consumable with the cardiosave counterpulsation console was confirmed by the distributor. During the meeting, during a docter intervened and explained that consumables with proven compatibility with the getinge console should be used. It was explained that the balloon to be used must be fiber optic, if not, a pressure transducer must be connected and it must be calibrated to zero. Later, engineer showed the technical sheet of the consumable used and it is observed that the device used is not an intra-aortic balloon, it is a percutaneous device for left ventricular assistance by transferring the left ventricle to the ascending aorta (ivac 2l ¿ pulsecath). It is agreed that this was a case of use different from that recommended by getinge for the counterpulsation console. It is then agreed that training sessions will be given virtually. As a courtesy, a getinge field service engineer (fse) evaluated the unit. It was indicated that the equipment was working correctly. No repairs required. Device was checked with cardiosave trainer and test passed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped giving blood pressure data. There was no patient harm reported.